Manufacturer narrative:
A steris service technician has made multiple attempts to inspect the amsco 400 sterilizer subject of the reported event however, to date, steris has not been able to evaluate the unit. Through the steris service technician's follow up with user facility personnel, it was disclosed that procedure delays/cancellations occurred due to the alleged amsco 400 sterilizer's water leak. The user facility has removed the unit from service and has declined evaluation or inspection of the unit. As steris has been unable to inspect or evaluate the amsco 400 sterilizer unit, a root cause has not been determined. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported that water was allegedly leaking from their amsco 400 sterilizer onto the floor. No report of injury.